Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. The patient identifier number was changed to (B)(6).

Event description:
There has been a breakdown of skin over the device after the user was instructed to wear the device for 24 hours a day. The breakdown of skin was first noticed on (B)(6) 2020. The user will be re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This finding was expected because according to the recipient report the device was explanted due to an extrusion of the implant housing through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device being the source of the extrusion. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
There has been a breakdown of skin over the device after the user was instructed to wear the device for 24 hours a day. The breakdown of skin was first noticed on the (B)(6) 2020. After medical intervention the site was not healing. Culture and sensitivity tests were taken, but the type of infection was not confirmed. The user was explanted, the array was left in place for re-implantation at a later date.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a breakdown of skin over the device after the user was instructed to wear the device for 24 hours a day. The breakdown of skin was first noticed on the (B)(6)2020. The user will be re-implanted on (B)(6) 2021.